Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the receiver was displaying an error reading symbol. During this time, the patient stated they were not feeling well and had a hypoglycemic episode which led to the patient passing out. She indicated that she hit her head on the floor and cut her head and was bleeding. She then went outside, and her neighbor saw her, and she passed out a second time in the grass. The patient's neighbor called 911 and when the ambulance arrived, they tested her blood glucose and the meter was reading 13mg/dl; however, the receiver was still displaying the error reading symbol. The paramedics administered the patient with glucagon through intravenous (IV) therapy and transported the patient to the hospital at approximately 5:30-6:00pm and was released at 8:30pm. At the time of contact, the patient was feeling better. No additional patient or event information is available. Dexcom labeling indicates: during the warm-up period, neither device will provide any sensor glucose readings. Your sensor glucose readings begin after the two-hour sensor warm-up has passed and you entered the initial two calibration bg values into either the smart device or the receiver.